Event description:
The account alleged the patient position module is not setting. No patient impact.

Manufacturer narrative:
The account found the issue was user error, the account did not know that weight needed to be on the bed when setting the patient position module.